Event description:
Safety on needle does not consistently engage properly. A staff member reported safety not fully engaging on needle after use. All primary care clinics confirm the safety mechanism is difficult to use. They also report increased pain and bleeding for pts after use. They state it appears the needles are dull.